Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager in refrigerator showed unavailable and unable to access any medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) fridge showed unavailable and medications could not be accessed. The technical support specialist (tss) disabled nic and enabled it back to resolve issue. The system functioned as intended after the technical support specialist troubleshot the issue.